Event description:
The manufacturer representative confirmed that the implantable neurostimulator was being replaced due to the battery being depleted. Rep noted that the surgeon had to completely disassemble the header block in order to remove the extension from the implantable neurostimulator. The extension was damaged and another surgery was scheduled for a later date in order to replace the extension. The cause of the inability to remove the extension from the header block was due to corrosion in the header of the implantable neurostimulator. A new implantable neurostimulator was implanted on (B)(6) 2021. The physician was able to insert the old extension into the implantable neurostimulator after having removed it from the header of the previous implantable neurostimulator. However, the impedances were out of range. Due to the out of range impedances, the extension was replaced on (B)(6) 2022. Both the old implantable neurostimulator and extension were discarded.

Manufacturer narrative:
Continuation of d10: product ID 3708160, serial# (B)(6), product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was in procedure to replace existing restore ins with a vanta but hcp can't remove one of the leads from the header block. They have backed out the setscrew and tried to wiggle the lead loose but this hasn't resolved issue. Tss reviewed trying to see if they could get fluid into header block to try to lubricate the lead. Pt and hcp info not asked as they were in midst of procedure. Tss will follow up via email.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.